Event description:
Customer reportedly obtained results of 86 mg/dl and 346 md/dl on the aviva system within 10 minutes. Customer states they applied blood to the strip and the initial result was 86 mg/dl, but that 346 mg/dl then appeared. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement sent.